Event description:
Boston scientific received information that this patient, who has this right atrial (ra) lead, developed a fever, leukocytosis, and a (B)(6). Antibiotics were given to the patient to treat the (B)(6) infection. This was suspected to be due to patient condition, and not related to device malfunction. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Received additional information that this ra lead was surgically abandoned. There is no intended return of this product. At this time there is no additional information. Should additional information become available, this report will be updated.